Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter opened in the catheter before they were ready to deploy." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: no product was returned and no imaging was provided. Also, filter type as well as filter introducer is unknown. Therefore, based on the very limited information provided it would be inappropriate to speculate at what may or may not have caused the filter to open "in the catheter before they were ready to deploy". The complaint will be reopened in case additional information would become available. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.